Manufacturer narrative:
Device evaluated by MFR: the angiojet console was serviced at the customer site. It was not returned for analysis. A mechanical problem with the drawer was noted which may have been due to normal usage wear or alignment. The drawer assembly was replaced.

Event description:
It was reported that aspiration occurred without activation. An angiojet solent proxi and angiojet ultra 5000a were selected for an arteriovenous fistula declot procedure in the patient's left arm. The devices were prepped in normal fashion with no issues of any kind. During the procedure, while the device was entering into the patient but before the device was activated, blood was noted to be coming out of the outflow line and into the waste bag. The angiojet was not activated when this occurred, and the foot pedal was not pressed. The physician proceeded to use the device, and it seemed to function normally, however it did not remove the localized clot from the vessel as they intended it to. Therefore the physician completed the procedure using a different device as it was thought that a different device would work better for this case. No further catheter issues were noted during the procedure. No patient complications were reported. The patient condition after the procedure was fine.

Event description:
It was reported that aspiration occurred without activation. An angiojet solent proxi and angiojet ultra 5000a were selected for an arteriovenous fistula declot procedure in the patient's left arm. The devices were prepped in normal fashion with no issues of any kind. During the procedure, while the device was entering into the patient but before the device was activated, blood was noted to be coming out of the outflow line and into the waste bag. The angiojet was not activated when this occurred, and the foot pedal was not pressed. The physician proceeded to use the device, and it seemed to function normally, however it did not remove the localized clot from the vessel as they intended it to. Therefore the physician completed the procedure using a different device as it was thought that a different device would work better for this case. No further catheter issues were noted during the procedure. No patient complications were reported. The patient condition after the procedure was fine.